Manufacturer narrative:
Product event summary: one (1) controller and (1) one driveline cable with unknown serial numbers were not returned for evaluation. As a result the reported event could not be confirmed. Due to insufficient evidence. Based on the available information, the reported event can be attributed but not limited to the handling of the device. Additional products: heartware ventricular assist system ¿ controller; model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk UDI #: asku d9: no h4: unk h5: no this event was reported in the q2 2022 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was working outside in the sun this afternoon, went inside to change clothes and take a shower. An insect landed on the patient and startled the patient causing the vad controller to fall to the floor. The connector between the driveline (dl) and the controller was damaged and no longer securely fastens. The patient was able to get power to the device but had to tape the connection closed with electrical tape. The patient called the vad coordinator and was directed to the emergency room. Vad controller and dl was damaged. Transferred to operating room for engineer to splice and back up surgeons for possible vad exchange if need, but returned here due to no insurance coverage. The engineers viewed site yesterday in cath lab with surgery back up on standby. Connector is ok and successful exchange of controller. The vad/driveline remain in use and the controller was exchanged. No further patient complications this event was reported in the q2 2022 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Have been reported as a result of this event.